Manufacturer narrative:
Additional narrative: patient was revised to address metallosis reaction to metal-on-metal, which caused major soft tissue damage. Abductor muscle destroyed. Massive pseudo tumor destruction to proximal femur. Doi (B)(6) 2004; dor (B)(6) 2013 (left hip). The devices associated with this report were not returned. A complaint database search finds no other related incidents against the provided product and lot combinations. An x-ray was obtained with this complaint. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient x-ray was received and reviewed with . The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.

Event description:
Patient was revised to address metalosis reaction to metal-on-metal, which caused major soft tissue damage. Abductor muscle destroyed. Massive pseudo tumor destruction to proximal femur.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.